Event description:
Healthcare professional reported unknown side tissue expander "deflated while patient was in recovery." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening. A microscopic analysis and leak test were performed which identified one opening striated. Based on the device analysis the final assessment is one striated opening on the side radius assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side tissue expander "deflated while patient was in recovery." Device has been explanted.

Event description:
Healthcare professional reported unknown side tissue expander "deflated while patient was in recovery." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d.6.b.